Manufacturer narrative:
The Elecsys HIV Duo reagent expiration date was not provided.The cobas e 801 analytical unit serial number was (b)(6).The last calibration was performed on 27-May-2026, and it was acceptable.The QC was in the expected range before sample measurement.The alarm trace showed no abnormal alarms occurred on the day of the event.The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with Elecsys HIV Duo assay on a cobas e 801 analytical unit.The initial result was 19.7 COI (Reactive).The 1st Repeat result was 19.5 COI (Reactive and accompanied by a data alarm).The sample was repeated at a different laboratory using the Chemiluminescent Microparticle Immunoassay (CMIA) methodology and the 2nd Repeat result was 0.07 S/CO (Non-Reactive).